Event description:
The patient was revised because of osteolysis, poly wear of the liner and loosening of the femoral stem. During the revision, the new liner would not stay in the cup causing a 25 minutes delay.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the only known product/lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be reopened.